Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had black specks on the endoscopic image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide adaptor was loose, poor image quality, component failure of the r-unit (ccd) charged coupled device and light guide bundle was chipped. A root cause could not be identified. Based on the results of the investigation, no problem detected either it was not confirmed that there was a problem with the device. Also, for the poor image quality caused due to component failure of the r-unit (ccd) charged coupled device, light guide adaptor was loose due to component failure of the light guide adapter, and light guide bundle was chipped due to component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.